Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. The product was reported a snot being used by the complaint. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The following complaint was reported by the hospital buyer: green color foreign matter in the dressing.